Event description:
Consumer alleges heating pad gets too hot. No injuries or property damages were reported.

Manufacturer narrative:
Consumer folded and crushed the heating pad which is a violation of the instructions and warnings provided. This incident is, likely, the direct result of consumer abuse/misuse of the product.